Event description:
The iab was inserted into the pt on 7/18/98. On 7/22/98 after iabp for about three days, the "blood leak" alarm sounded from the pump and the iab leaked. The iab was removed and no second iab was inserted. The following was reported to datascope on 8/5/98: there was no pt injury or complication as a result of the event. The pt was made a "dnr". [Event complications]: none from the event-reported 7/23/98 and 8/5/98. [Pt's current status]: unk-rpt'd 7/23/98.